Event description:
It was reported that the patient received inappropriate therapy, due to oversensing on both leads.

Event description:
New information notes externalized conductors were observed via x-ray. Patient condition is good.